Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 10:30 pm, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient took the action of taking his usual dose of diabetes medications. At 10:30 pm the patient experienced the symptoms of frequent urination and ¿not feeling well¿. The patient administered self-treatment by taking 3.0 units novolog insulin; he did not seek any medical attention. Troubleshooting revealed the test strips were correct and there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to obtain a blood glucose reading due to the meter power issue, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.